Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.